Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a 250ml heparin infusion at 11ml/hr infused in 45 minutes in the emergency room when it should have taken 23 hours to infuse. No adverse effects were reported.

Manufacturer narrative:
(B)(4). The customer¿s report of an infusion completing sooner than expected was confirmed. A review of the logs prior to the reported event time noted a primary heparin infusion was programmed to infuse at a rate of 11ml/h and vtbi of 250ml for an approximate infusion length of 23 hours; however the pump module alarmed for occlusion approximately 40 minutes later. The pause key was pressed approximately a few minutes later; and approximately an hour after that, the pump module channel off key was pressed which powered off the pcu in which the total amount infused was listed as around 8ml. Visual inspection of the pump module observed that the platen¿s top post was broken. Functional testing of the returned pump module found the device to not be delivering fluid within specification. The root cause of the infusion completing sooner than expected was identified as a broken platen post. It is unknown how the platen was damaged.